Event description:
When the programming head was placed over the device, both user and pt felt stative electricity. Nevertheless, the follow-up was performed normally. At the end of the follow-up, aida(device memories) could not be programmed because of communication errors. The session was ended. Upon re-interrogation, the device was found in standby mode. Re-initialization was performed an parameters were programmed.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.